Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture.

Event description:
Patient reported right side rupture and an exchange from textured to smooth breast implants due to the patients concern with the product. Device remains implanted.

Event description:
Additionally, healthcare professional reported, right side capsular contracture, baker grade I. Device has been explanted.